Manufacturer narrative:
Patient information was not made available from the site. Return requested for suspect field generator. No parts have been received by manufacturer for analysis. On 09/22/2015, a medtronic representative performed a navigation system check-out, all areas passed. Replaced emitter. System performed as intended. On 10/09/2015, a medtronic representative, following-up at the site, reported this issue occurred 3 - 4 times in the procedure, however, was resolved with a navigation system re-boot. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, that communication between the emitter and the field generator showed red status intermittently. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Evaluation of the suspect emitter found an electrical problem: the field generator was connected to a test system with the cranial application. When the emitter was connected it immediately displayed red status and shows error "axiem emitter low drive error". Diagnostics shows a fault on coil #9. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. A new emitter was installed on the system and resolved the issue.